Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry. Visual inspection found haptic bent. Dimensional verification was performed, and the lens was found to be in specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -12.5/+3.5/088 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2020. On the same date, in a separate surgery, the lens was explanted due to excessive vault. The cause of the event is reported as unknown. The problem was resolved after explant.